Event description:
It was reported that a week after implant, the atrial impedance was undefined and threshold was high in both unipolar and bipolar. It was also reported that there were some atrial high rate episodes that look like noise. On x-ray it appeared that the lead was seated in the port. It was suspected that there may be a loose set screw on the device. During the revision the lead checked out fine so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.